Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the battery handpiece device had a seized bearing, failed the leak tightness test, moving parts of the device did not move smoothly, and the device had a sticky trigger. It was further determined that the device failed pretest for general condition, leakage test, check for mechanical free movement, check for sticky triggers, check the roundness of the housing, and check the fitting of the lid. It was noted in the service order that the device was out of service. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device being out of service was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).